Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm on (B)(6) 2006. It was reported that approximately ten and a half years later the patient presented emergently and a type ia endoleak with migration of the stent graft was detected. Re-intervention was performed with the addition of a 32x32x49 device and a 36x36x49 device. The treatment was successfully completed and the event was resolved. Per the physician, the cause of the event was due to disease progression. No additional clinical sequelae were reported, and the patient is fine.